Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the imaging system uninterruptible power supply (ups) required replacement. The ups was replaced and the issue was resolved. The replaced part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) powered off when it was unplugged from the wall outlet. The procedure was still able to be completed successfully with the imaging system. The delay to the procedure because of this issue was not provided. The patient was not impacted.

Manufacturer narrative:
Delay to the procedure due to the reported event was around 35 minutes. Suspect ups (uninterruptable power supply) was returned and evaluated in house. Findings as follows: confirmed reported complaint, "mvs dies when unplugged." The ups unit did not power on with the returned batteries. Removed returned batteries, installed known good fa test batteries and charged for at least 6 hrs. Ran load test on fa test batteries. Passed the 5 minute test (5min 53 sec). Removed fa test batteries and installed new batteries. Charged new batteries over night. Performed load test, new batteries passed 5 min load test ( 5min 56 sec). Diagnosed problem: battery returned with unit would no longer hold or maintain a charge.